Manufacturer narrative:
(B)(4). The device was not returned. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of a clearlink buretrol solution set ¿came off¿ during infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.